Event description:
The lead was electively explanted with complications: after the lead had been freed using a laser extraction sheath, pt had a sudden decline in blood pressure. A pericardiocentesis was performed without improvement in hemodynamic condition. The pt was transported to the operating room where a laceration of the right atrium, laceration of the right ventricle and a 3 cm caval tear with liters of blood in the right chest was revealed. As a result of the large svc tear, the pt exsanguinated into her right chest and could not be resuscitated. Explant method: intravascular, superior technique/tools: direct traction with locking stylet. Intravascular counter traction, sheaths(s), laser complications: vein dissection, hypotension, myocardial tear, pericardial effusion, hemothorax, death.